Manufacturer narrative:
(B)(6). Patient weight is unknown. (B)(4). Device malfunctioned intra-operatively and was not implanted/explanted. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Reporter email address is unknown. The investigation could not be completed; no conclusion could be drawn, as no product was received. A device history records review has been requested. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that on (B)(6) 2018, during an occipito c1, c2 posterior fixation the plate broke while being bent to contour. A new plate was used in its place. A surgical delay of two (2) minutes was reported. The surgery was completed successfully. There is no report of patient harm. This report is for a ti occipital plate-medial 50mm width. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Device history record (DHR) review: part number: 04.161.001; synthes lot number: 3592595; release to warehouse date: 03.nov.2010; manufacturing site: (B)(4). No nonconformance records (ncrs) were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Investigation summary: investigation selection: investigation site: (B)(4); selected flow(s): 5. Broken. Visual inspection: upon visual inspection of the complaint device it can be seen that the part is broken this thus confirming the complaint description. Furthermore the part has dent's from the bending pliers all over the surface, in addition the green color is faded from bending on both sides at the line of breakage. Drawing/specification review: the investigation has shown that the cause of complained malfunction is a post-manufacturing caused use related damage at the device, therefore no drawing/specification review is needed. Dimensional inspection: the investigation has shown that the cause of complained malfunction is a post-manufacturing caused use related damage at the device, therefore no dimensional inspection is needed. Material or hardness review: the investigation has shown that the cause of complained malfunction is a post-manufacturing caused use related damage at the device, therefore no material or hardness review is needed. Summary: DHR review showed no issues. Moreover a review of our complaints data base shows, that there are no other complaints for this issue from this article and lot number. Unfortunately we are not able to determine the exact reason for this occurrence, but we have to assume that excessive force and/or reverse bending, led to this damage. To prevent such problems, it is necessary to operate according to the technique guide. Extreme bending over the rod attachment body travel slot will limit the amount of medial/lateral adjustment in the rod attachment body. Extreme bending over the screw holes will limit the ability to insert the screw properly. Warning: reverse bending of the plates should not be attempted.¿). Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.